Manufacturer narrative:
A few days prior to the procedure, (B)(6) hospital biomed personnel performed routine testing of the system. At this time, it is believed, the motherboard sustained damage that was not known at the time of the dry run test that is performed before each procedure. The system booted up as expected but the connection between the laser and the cpu was not detected and a warning screen displayed.

Event description:
During the start of a cranial ablation, at (B)(6) hospital, the visualase thermal therapy system had a warning display on the monitor that there was not connectivity between the laser and the computer. The visualase clinical representative contacted biotex and it was determined that there was failure with the motherboard. A biotex representative replaced th cpu while the patient was under anesthesia. The delay was approximately one hour of the 9 hour procedure. The procedure was performed and no further incidences were reported.